Event description:
Reportedly, during pt use, a "high fio2" alarm occurred that could not be solved by calibrating the oxygen sensor. Upon replacing the sensor, this issue was resolved. There was no medical intervention or adverse pt effects reported.

Manufacturer narrative:
Though requested, pt info was not provided.